Manufacturer narrative:
(B)(4). As the lead is not able to be returned, no further information concerning this report is expected and our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a device follow-up, loss of capture and loss of sensing were observed on this right atrial (ra) lead. The patient was not dependent on atrial pacing. An x-ray revealed the ra lead was dislodged. A revision procedure was performed, and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.